Manufacturer narrative:
Issue was discovered during sterile processing; there was not report of patient involvement. No service history review can be performed because the lot/serial number cannot be traced. The manufacture date is unknown. The service history review is unconfirmed. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the flexible shaft connector fell apart on an unknown date. The set screw is missing. It was discovered to be broken in sterile processing. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device history record results are as follows. Manufacturing location: (B)(4). Manufacturing date: 12.jan.2005. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The manufacturing investigation results are as follows. The complaint condition is confirmed although it differs slightly from the reported condition in that the device is missing components but breakage was not observed. The device was received disassembled with a set screw, two pins, and a spring missing. The exact cause for the missing components is unknown but they would have been lost while the device was disassembled or improperly assembled as the list of missing components includes internal components. As the device is not intended for disassembly the conditions that resulted in removal of the set screw and subsequent disassembly are unknown. A device history record (DHR) review, visual inspection, and drawing review were performed as part of this investigation. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.